Event description:
After less than 24 hrs of iab therapy, a helium gas leak alarm sounded and blood was noted in the tubing. The iab was removed and not replaced. No pt injury or further complications occurred.